Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the battery was switching off spontaneously without any apparent reason. The patient saw that via the ptm. The patient programmer was normally left out to the reach of the patient (on the side bed table). It was noted that the patient did not use any machine causing strong emi and there was no problem with the induction hub. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep. It was reported that the cause of the event was failed back surgery syndrome. The rep switched from high dose (hd) to low dose (ld) settings so the patient could feel stimulation without needing to recharge so often. The implantable neurostimulator (ins) serial number and implant date were provided. The patient's age and gender were also provided. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
H2. Correction: upon further review, method code 4114 does not apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.